Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It was reported that the contrast mix used during the procedure was all contrast solution. It should be noted that the percutaneous transluminal angioplasty (pta) catheter, armada 18, ce, instructions for use specified that the contrast is diluted 1:1 with normal saline. In this case, it is likely that the concentrated contrast solution contributed to the reported deflation issue; however, an in-service will not be requested to address the violation since the account stated that they are aware of the violation and know that likely caused the issue. Furthermore, it is likely that since the balloon could not deflate, there was difficulty removing the device from the guiding catheter and force was applied to remove the device, which subsequently resulted in the device ultimately separating. When resistance was felt, excessive force was applied in an attempt to remove the device and the device separated. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 18, ce, instruction for use states: maintaining vacuum during withdrawal. Gentle counterclockwise twisting motion of the balloon may ease withdrawal through the sheath or from the percutaneous entry site. Do not twist the catheter more than three (3) full turns. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. In this case, the physician did not follow the instructions for use. Instead of using gentle counterclockwise twisting motion to remove the device, excessive force was applied resulting in the reported separation; however, an in-service will not be requested for the account to address the violation, given the clinical situation. The investigation determined the reported deflation issue, difficulty removing the device and separation appear to be related to user error. In this case, it is likely that the concentrated contrast solution contributed to the reported deflation issue and since the balloon could not deflate, there was difficulty removing the device from the guiding catheter and force was applied to remove the device, which subsequently resulted in the device ultimately separating. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6 medical device problem code: 2017 - excessive force, 2017 - contrast incorrect.

Event description:
It was reported that the procedure was to treat an in-stent re-stenosed lesion in the right superficial femoral artery (sfa) with heavy calcification and moderate tortuosity. The 6.0x200mm armada 18 balloon dilatation catheter (bdc) was prepared outside the anatomy prior to use. The contrast mix; however, was all contrast. The armada 18 balloon was inflated once to 14 atmospheres and when attempting to deflate (negative held for 2 minutes), the balloon deflated partially. When attempting to pull the balloon into the 6 french sheath with force, the balloon separated. The balloon and the sheath were removed together as a single unit without issue. A large amount of dye was noted in the balloon that contributed to the issue. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.